Event description:
A report was received that the patient felt the ipg was hot whether the stimulator was on or off. A bsn representative analyzed the patient's database and no anomalies were found. The patient underwent an ipg replacement and is reportedly doing well.

Event description:
A report was received that the patient felt the ipg was hot whether the stimulator was on or off. A bsn representative analyzed the patient's database and no anomalies were found. The patient underwent an ipg replacement and is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding the ipg generating excessive heat was not verified. The charge profile exhibits no excessive temperature during charging cycles. The peak temperature measured during the temperature monitoring test was 40.83°c. The device exhibits normal device characteristics.